Event description:
Lens was explanted when a haptic appeared deformed during insertion.

Manufacturer narrative:
The doctor is a new user of the hoya lens. The lens was disposed by the surgery center.